Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced loss of stimulation. Diagnostics indicated all high impedance values. Subsequently, surgical intervention was undertaken during which the lead was explanted and replaced. Effective stimulation was restored following the procedure.